Event description:
During a pulmonary vein isolation procedure with pfa, st elevation and bradycardia occurred requiring a coronary angiography, CPR, and defibrillation. The physician prepared the agilis sheath and the volt catheter as recommended. Transseptal puncture was performed with the agilis sheath. The volt catheter was then inserted through the sheath and into the left atrium. While doing the baseline of the volt catheter, st elevation and bradycardia were noted in the ECG. The procedure was stopped and a coronary angiography was performed. Air bubbles were noted in the right coronary artery which were removed by aspiration. CPR was performed and the patient was defibrillated. The patient left the ep lab in stable condition in native rhythm and was transferred to the ICU for at least one day. The patient has remained stable. The patient had a previous condition of tachymyopathy and low ef before the procedure. The reason for st elevation and air embolism is unclear.